Event description:
It was reported to anchor products that during a lap chole procedure, the gall bladder was placed in the retrieval bag and while using graspers, the surgeon pulled the bag and specimen out of the port, at which time the bag failed at the distal end at the seamed portion. The surgeon had to re-enter and recover specimen.

Manufacturer narrative:
This event remains under investigation.